Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 10 boluses per day and for about a couple of weeks, it was taking longer and longer to connect to the pump to get a bolus. The patient also stated that they were getting a lockout screen on the handset. The agent then asked clarifying questions with regards to the lockout screen and assisted the patient with resetting the handset, closing out of all running applications, and resetting the communicator. The agent also assisted the patient with clearing the data on the handset which resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine via an implantable pump for spinal pain. It was reported that the screen would get stuck while getting a bolus. The issue was ongoing for several months now. Agent reviewed data and assisted in deleting data. They were able to connect to pump and were able to get a bolus without getting stuck.